Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella rp flex support. Neither the signal waveform nor values were present on the console. Despite flow calculations being disabled, the motor current and purge values remained stable. The failure occurred throughout the course of support. Upon eventual wean and explant of the device, it was documented that oozing persisted despite application of multiple sutures. A femostop was subsequently placed to help manage the condition. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The device was received, but evaluation has not been completed. Upon completion of the investigation, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and optical signal issue has been completed. The impella rp flex was returned for evaluation. Access site bleeding - major: the cause of the access site bleeding could not be definitively determined as limited clinical details were provided. Optical signal issue: optical parameters of returned pump were consistent with a damaged optical sensor face. Pump passed laser continuity testing. Visual inspection of the optical sensor face showed damage to the silicone with a dent in the metal surrounding the sensor face. Data logs were reviewed log showed loss of optical data with a placement signal not reliable (psnr) alarm. The real time (rt) log at time of psnr alarm shows optical 5s parameters consistent with a sensor face damage, with a motor current spike and speed deviation. Clinical details noted that patient had been put on dialysis on morning of second day of support around time when psnr alarm occurred per data logs. The cause of the optical signal issue was due to a damaged sensor face from external device interaction of the dialysis device based on returned product evaluation and data log analysis showing damage to the sensor with a motor current spike at time of damage and clinical details indicating that a dialysis catheter was placed around time of psnr alarm. Placement signal issue: a visual inspection of the returned pump showed no damage to the dp sensor face. Based on analysis of returned data logs indicating issue with the dp sensor on the rp flex pump being investigated, an additional failure mode of "placement signal issue" was added to the investigation. Data logs were reviewed and log showed placement signal and pump flow drifting prior to going out of spec at time of psnr alarm #1051. Additionally, cvp at time of alarm goes out of range. Returned product was electrical tested and all sensor electrical lines were within range. Pump was run in a flow loop test for 56 hours and sensor drift of the dp sensor was reproduced. Clinical details noted that the psnr alarm occurred after patient was transferred to ICU but no additional clinical details were provided at time of alarm. The cause of the placement signal issue was due to dp sensor drift based on returned product analysis and data log review.